Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. The patient reports they had lost consciousness and gone to the hospital 2 times while wearing the same pod between 36 and 48 hours. The patient reports they had gone to the hospital in the morning on august 14th and again on the following morning till 5pm. On both days at the hospital the patient was treated with glucose injections.